Event description:
It was reported there was a sudden drop in battery voltage and the device went to elective replacement indicator (eri). The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed that on (B)(6) 2011 ramware version 8 was installed and on (B)(6) 2011, prior to explant, the device went to elective replacement indicator (eri) due to high battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.